Event description:
It was reported that the customer's screen on the insulin pump would gray out, dull and then the color would return. The customer's blood glucose was 2.8 mmol/l. Advised customer to adjust brightness setting on the insulin pump, but the customer stated that the issue persisted. Advised customer to change the battery. Advised to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.